Event description:
It was reported the lower lcd (liquid crystal display) screen is becoming unusable due to lines in the screen obstructing the selectable numbers in the menu options. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing pixels. Analysis also found the upper and lower cases are broken. Battery release, heart block, lead flex cover, heart wire contacts, battery drawer and heart lead flex are contaminated. Battery contacts are compressed, keyboard is scratched, and the ring bail is bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.